Manufacturer narrative:
Concomitant medical products: pri tubing, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak of taxol during administration that made contact with the patient's pants and hands. No medical intervention was required and there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed on both sets. Functional and pressure testing resulted in the set flowing freely and showed no signs of leaking. The root cause of the customer¿s report of a leak was not identified.